Manufacturer narrative:
The needle was not returned for investigation. The needle manufacturing records were reviewed and no related deviations or concerns were found. Without investigation of the product, the complaint could not be confirmed and root cause could not be determined. The case was completed with no injury to the patient.

Event description:
It was reported that a patient had twitching during the thaw cycle with an iceforce needle during a cryoablation procedure. The case was completed with no patient injury. The needle was not returned.